Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#(B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer via a company representative regarding a (B)(6), female patient who was receiving gablofen 2000mcg/ml at 1134 mcg/day (lot number and therapy dates were unknown) via an implantable pump for intractable spasticity and multiple sclerosis. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, after the pump and catheter were replaced (see mfg reports # 3004209178-2016-03484 and 3007566237-2016-01022), the patient was somnolent and was admitted to the intensive care unit (ICU). Her pump was set at minimum rate. Additional information has been requested regarding the missing drug information, the patient's medical history and concomitant medications and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The lot number of the gablofen was 2163-114. The start date was (B)(6) 2016 and end date was (B)(6) 2016. The other medications the patient was taking at the time of the event was amitriptlyne 25mg, trazadone 100mg, duloxetine 60mg, myrbetriq 50mg, levothyroxine 150mcg, lyrica 150mg. The patient's allergies were reported as pcn. The patient's pertinent medical history was ms (multiple sclerosis), spasticity and spastic paraparesis. The new system was implanted and the dose was not lowered upon implant, it caused the patient to od (overdose) as the dose was too high.